Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon comment on post market surveillance survey for modular endoprosthetic tumour system (mets) distal femur: "some unexpected loosening in stem, perhaps because of an inadequate design. Proximal tibia implant too bulky in distal femoral resections. Lack of a reversed shoulder prosthesis with a nice design".